Event description:
Asku

Event description:
It was reported that while the biomedical engineer was testing the external pulse generator, it would power on but would not fully shut down when turned off. The upper display would remain on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard off key was collapsed. It was also noted that the upper and lower cases, side bail covers, ring cover and battery drawer were broken, the lead flex cover was contaminated, the battery contacts were compressed and the liquid crystal display (lcd) was missing segments.